Manufacturer narrative:
The insulin passed prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No unexpected excessive no delivery. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the insulin pump still alarmed no delivery after changing the infusion set and reservoir. The insulin pump will be returned for analysis.